Manufacturer narrative:
The reported field event of backup mode was confirmed in the laboratory via review of the device image and was caused by transient nmi and checksum error. The device was recovered from backup mode and was tested on the bench. No anomalies were found. The backup mode could not be reproduced and the cause of nmi and checksum error could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic their device was found to be in back-up vvi mode. A download was not performed due to an unrecoverable condition. The device was explanted and replaced. The patient was asymptomatic before and throughout the procedure.